Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) lead integrity warning occurred on (B)(4) 2016 for sensing integrity counts (sics) greater than 30 in 3 days and rv lead impedance variation in last 60 days. Beginning as early as (B)(4) 2016, rv pacing impedance spiked to 1045 ohms from a trend from 300-500 ohms and is variable. Beginning (B)(4) 2016, ventricular sics up to 5; ventricular tachycardia-nonsustained episodes collected due to lead noise oversensing. Concomitant medical products: d314trg icdd, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained tachycardia episodes of noise/oversensing, short v-v intervals, varying impedance, and high impedance. A chest x-ray did not show a clear fracture, though one was suspected. A laser extraction was scheduled, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.